Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power management board will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not yet repaired.